Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that an ophthalmic gas dispensing regulator valve would not allow gas to outflow when the adjustment knob was turned. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received confirmed that this event was noted prior to the start of surgery. There was no patient involvement and no patient impact associated with this reported event.

Manufacturer narrative:
The regulator sample was returned to the contract manufacturer for evaluation. Per the manufacturer, the regulator was missing the black on/off knob when it was received. The regulator was then put through final inspection and was found to not pass the minimum flow specification. Per the manufacturer, a review of the manufacturing records for this lot showed no unusual issues. Per the manufacturer's evaluation, the regulator was found to be nonconforming however, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. (B)(4).